Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, the left ventricular (lv) lead dislodged. From lv tip to right ventricle (rv), capture was at 7.0 volts and no capture was observed in other configurations. Undersensing was also observed. An invasive revision procedure was performed and the lv lead was explanted and replaced without complication.